Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was explanted and replaced with an allegation of an earlier than expected rate of battery depletion. The explanted unit is expected to be returned for analysis. No resulting adverse patient effects were reported.